Event description:
It was reported that pump screen was dark and would not turn on, which led to customer blood glucose measuring 580 mg/dl. Customer gave correction insulin by injection and did not require help from another healthcare provider. Technical support guided customer through multiple attempts to restart pump and charge it, but pump did not respond and showed red light without vibration. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided storage and return instructions for nonworking pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement was received.